Event description:
It was reported that the patient's controller screen was going white when charging their implant and they couldn't do anything on the controller; in the last 2 hours it had happened 5 times. They also noticed when it happened that it turned the stimulation off (the patient noted that they might have pushed the stimulation off button but wasn't sure). They only noticed this problem so far when trying to recharge their implantable neurostimulator (ins) and they resolved the issue by waiting for the controller to reboot itself or taking the battery out to reset the controller. The patient inspected the battery, battery compartment and recharger; the battery had black dots where it pressed into the controller (the patient clarified that it looked normal), and the recharger had a small slit in the cord but the wires were not showing. The recharger became hot when they recharge the ins. The issue was not resolved. A replacement device was requested. When talking about the external device problems they were having, the patient mentioned they had 10 videos of things that have gone wrong since it was implanted in 2018. Additional information was received. It was reported the cause of the stimulation turning off was due to the charging paddle malfunction. It was reported the issue was resolved. Pt called back and stated they received their replacement controller and asked for assistance in pairing the controller to their ins. Ps walked pt through steps to pair.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found the insulation was pulling out at the rtm donut, and there was cosmetic damage and failure at plexus. The device was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.